Manufacturer narrative:
Additional information was received that the ipg was causing pain at pocket site. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and extensions were added. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-1032b serial #: (B)(4) description: precision spectra ipg and charger kit.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.